Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include frequent urination and a headache. The patient reports after administering a correction bolus their blood glucose level had not decreased. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids. The patient was at the hospital emergency room for 3-4 hours.